Manufacturer narrative:
Testing of actual/suspected device: the iabp unit will be evaluated with replacing the safety disk. A getinge sales representative and field service engineer (fse) visited the facility to obtain information regarding the case and the iabp fault logs. At this time, the evaluation is ongoing. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on an intubated patient post acute myocardial infarction (ami), the iabp unit generated a rapid gas loss alarm. A leak in iab circuit alarm was recorded nine (9) times. When the alarm was generated, the iabp unit was restarted every time. At the time of the ninth (9th) alarm, the patient's pupils were observed to be dilated after restarting the iabp unit. The patient expired due to cerebral infarction caused by a gas embolism. A magnetic resonance imaging (MRI) revealed the gas embolism in the patient's brain. Reportedly, blood was observed within the extension tubing connected to the concomitant non-maquet intra-aortic balloon (iab) catheter after the alarm had been generated. Moreover, the trace of blood was also confirmed at the connecting area of the safety disk of this iabp unit. The physician denied that the event was not related to this iabp unit and the patient's death. When the event occurs, the safety mechanism of the equipment is activated and the iabp is activated. Is considered to have been operating normally. The gas embolism was assumed to be the non-maquet balloon rupture.

Event description:
It was reported that during use on an intubated patient post acute myocardial infarction (ami), the iabp unit generated a rapid gas loss alarm. A leak in iab circuit alarm was recorded nine (9) times. When the alarm was generated, the iabp unit was restarted every time. At the time of the ninth (9th) alarm, the patient's pupils were observed to be dilated after restarting the iabp unit. The patient expired due to cerebral infarction caused by a gas embolism. Reportedly, blood was observed within the extension tubing connected to the concomitant non-maquet intra-aortic balloon (iab) catheter after the alarm had been generated. Moreover, the trace of blood was also confirmed at the connecting area of the safety disk of this iabp unit. The physician denied that the event was related to this iabp unit and the customer has not attributed the patient's death to the device. When the event occurs, the safety mechanism of the equipment is activated and the iabp is activated. Is considered to have been operating normally. The gas embolism was assumed to be the non-maquet balloon rupture.

Manufacturer narrative:
Corrected information: section b5, h1. Additional information: section b6, d11, g4, g7, g8, h2, h6, h10, h11.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: b1, b2, h6(component codes) a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Visual inspection was performed and blood was found to adhere on the following parts due to rupture of non-maquet balloon. All parts where blood adhered were replaced to a new one. After replacing of the assy crm, pressure transducer, purge valve assembly, fill manifold assy and blood detect tubing a preventive maintenance including calibration, system functional check and electrical safety check was performed. Running test was performed normally as well. The iabp unit was returned to the facility for clinical for use. Patient height: 140cm